Manufacturer narrative:
(B)(4). Reported event of current failure. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in the colon during a percutaneous transluminal angioplasty procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the device failed to generate current. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found no anomalies. Electrical resistance testing was performed and resistance measured at 14.8 ohms, within manufacturing specifications. The complaint that the device failed to deliver electric current was not confirmed. Evaluation of the returned device found no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and no deviation was found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in the colon during a percutaneous transluminal angioplasty procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the device failed to generate current. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.